Event description:
Info received indicates the head and knee section will not rise or lower.

Manufacturer narrative:
The facility's maintenance found the CPR/trend handle was slightly engaged. Maintenance adjusted the CPR/trend handle to repair the bed.